Event description:
Patient had one endeavor sprint rx drug eluting stent deployed. Acute thrombosis occurred in patient. No further details were provided.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (thrombosis). (No device or images received for investigation). (B)(4)